Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On the same day the sensor was inserted, the patient¿s husband noticed the patient was having convulsions at 11:30 pm. H administered 3 mg "nasal glucose powder" but struggled to do so. He called emergency medical technicians (emts) who arrived in about five minutes. The bg was 30 mg/dl although the cgm was displaying 91 mg/dl. The paramedics administered glucagon and the patient regained consciousness after 4-5 minutes. At the time of the report she had recovered. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.